Manufacturer narrative:
Eua# (B)(4). Initial reporter state: address information was not able to be obtained, therefore, nj was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd veritor ¿ at-home covid-19 test provided a negative test result in the evening. When tested again in the morning the customer received a positive result. Eua# (B)(4). The following information was provided by the initial reporter: it was reported that the customer got negative result the first time and the second time it was positive.

Event description:
It was reported that the bd veritor ¿ at-home covid-19 test provided a negative test result in the evening. When tested again in the morning the customer received a positive result. Eua #(B)(4). The following information was provided by the initial reporter: it was reported that the customer got negative result the first time and the second time it was positive.

Manufacturer narrative:
H6: investigation summary: this summarizes the investigation results regarding a complaint that alleges the ¿customer received discrepant results¿ using the bd veritor at home covid-19 tests (material # 256094), batch number 2006675; ¿got a negative result and then a positive result¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.